Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and device breakage ('when they removed we found one had broken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), paraesthesia ("tingle"), poor peripheral circulation ("lack of circulation"), hypoaesthesia ("numbness has been from left hip down to toes"), abdominal pain lower ("cramping"), migraine ("migraines almost daily"), device dislocation ("one decided to migrate") and poisoning ("bpa fibers running amuck in blood stream") and underwent cardiac ablation ("ablation"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (total hysterectomy, leaving ovaries / efree and ablation). Essure was removed in 2010. At the time of the report, the pelvic pain, paraesthesia, poor peripheral circulation, hypoaesthesia and abdominal pain lower outcome was unknown and the genital haemorrhage and migraine had resolved. The reporter considered abdominal pain lower, cardiac ablation, device breakage, device dislocation, genital haemorrhage, hypoaesthesia, migraine, paraesthesia, pelvic pain, poisoning and poor peripheral circulation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event "migraine" was added. Reporter was added. On 23-mar-2020: content received from social media: events ¿when they removed we found one had broken¿, ¿one decided to migrate¿, ¿bpa fibers running amuck in blood stream¿ and ¿ablation¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when they removed we found one had broken'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), paraesthesia ("tingle"), poor peripheral circulation ("lack of circulation"), hypoaesthesia ("numbness has been from left hip down to toes"), abdominal pain lower ("cramping"), migraine ("migraines almost daily"), device dislocation ("one decided to migrate") and poisoning ("bpa fibers running amuck in blood stream") and underwent cardiac ablation ("ablation"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (total hysterectomy, leaving ovaries / efree and ablation). Essure was removed in 2010. At the time of the report, the pelvic pain, paraesthesia, poor peripheral circulation, hypoaesthesia and abdominal pain lower outcome was unknown and the genital haemorrhage and migraine had resolved. The reporter considered abdominal pain lower, cardiac ablation, device breakage, device dislocation, genital haemorrhage, hypoaesthesia, migraine, paraesthesia, pelvic pain, poisoning and poor peripheral circulation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), paraesthesia ("tingle"), injection site bruising ("lack of circulation"), hypoaesthesia ("numbness has been from left hip down to toes") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy, leaving ovaries and ablation). Essure was removed in 2010. At the time of the report, the pelvic pain, paraesthesia, injection site bruising, hypoaesthesia and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, genital haemorrhage, hypoaesthesia, injection site bruising, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.